Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 5.5 mmol/l, 2.8 mmol/l, and 5.4 mmol/l. Customer consumed orange juice after obtaining these results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).